Manufacturer narrative:
One seed-to-seed cartridge was received for evaluation. The reported event was unconfirmed, as the problem could not be reproduced. The scale indicated seven links were remaining. Both of the wireform springs were present, and there was no spring protrusion. The cartridge was placed into a quicklink loader, and seven links dispensed as expected with no difficulties encountered. All links were observed under magnification, and no issues were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "extra care should be taken to avoid exposing the quicklink cartridge containing bioabsorbable sourcelink components to excessive heat or moisture." And "pushing the dispense button does not eject any items or produces a partial dispense". (B)(4).

Event description:
It was reported that the connector was sticky, so it was difficult to discharge to the assembly base.

Event description:
It was reported that the connector was sticky, so it was difficult to discharge to the assembly base.

Manufacturer narrative:
One seed-to-seed cartridge was received for evaluation. The reported event was unconfirmed, as the problem could not be reproduced. The scale indicated seven links were remaining. Both of the wireform springs were present, and there was no spring protrusion. The cartridge was placed into a quicklink loader, and seven links dispensed as expected with no difficulties encountered. All links were observed under magnification, and no issues were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "extra care should be taken to avoid exposing the quicklink cartridge containing bioabsorbable sourcelink components to excessive heat or moisture." And "pushing the dispense button does not eject any items or produces a partial dispense" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connector was sticky, so it was difficult to discharge to the assembly base.